Manufacturer narrative:
Other applicable components are: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
A consumer reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) was overdischarged. The patient remembers charging in may. The patient was in a car accident and thought they charged after. The cause of the overdischarge was noncompliance. The rep attempted to read the device but was unable. The patient did not bring the recharger and would call the rep to attempt a physician mode recharge (pmr). The issue was not resolved at the time of the report. The patient had two implants and both were overdischarged for the same reason. No patient symptoms were reported and the inss were indicated for peripheral causalgia and other chronic/intract pain (trunk/limbs). Additional information was received. Manufacturer representative reported the physician mode recharge (pmr) was successful on the device for thoracic leads. The reset was done and the patient was getting effective therapy. A pmr was done unsuccessfully on the device for cervical leads. It was reported that the patient was going to discuss their options with their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-feb-06. It was reported that one of the patient¿s implantable neurostimulator's wouldn¿t charge and the physician mode recharge (pmr) was not successful for it. An appointment was to be made between the patient and their healthcare provider. There is no further information related to this event.